Event description:
No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - provisional top. The reported event was confirmed via product review. Visual examination of the returned product exhibited signs of repeated use and is fractured. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Prior investigation in this device malfunction of fracturing was determined to be bending/torsional loading on the device. A field notice was initiated, and thus design was modified to prevent fracture. As this device was manufactured prior to the design modification, the root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a worn instrument return form that a knee instrument was returned and reported fractured. There was no patient involvement.